Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient experienced an infection at the left ipg pocket. It was note that patient had fever, inflammation, and discharge at infection site. Patient was given IV antibiotics and wound care to treat infection. Surgical intervention was undertaken wherein the left dbs system was explanted with no complications.

Manufacturer narrative:
A patient experienced an infection at the left ipg pocket was reported to abbott. It was determined the patient had fever, inflammation, and discharge at infection site. The patient was given IV antibiotics and wound care to treat infection. Surgical intervention was undertaken wherein the left dbs system was explanted. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.